Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a small abrasion consistent with placement of glasses on (B)(6) 2025, and was treated with bactrim. On (B)(6) 2025, the recipient showed improvement, however, the area was still tender. The recipient was prescribed levaquin because they could not tolerate bactrim. The recipient ceased device use. On (B)(6) 2025, the recipient had skin breakdown at the implant site, with drainage and partial device extrusion. The recipient was prescribed augmentin. On (B)(6) 2025, the recipient completed 3 weeks of IV antibiotics (type unknown). Drainage had resolved, however, the recipient now had complete device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section: b.3, e.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9. Corrected information: section h.6. The recipient's device was explanted. The recipient will be re-implanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.